Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Tool marks were noted on pacer. Electrical and mechanical analysis performed, including capture test under field and nominal settings indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Device was operating at high output mode (hom). Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination found that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.